Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been getting back to back urinary tract infections and they thought the purewick female external catheter could be the cause. Doctor asked for the patient to not use the purewick every night so they could get better air flow. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and medical intervention is unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours not recommended for patients who are: experiencing skin irritation or breakdown at the site" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had been getting back to back urinary tract infections and they thought the purewick female external catheter could be the cause. Doctor asked for the patient to not use the purewick every night so they could get better air flow. Patient had been using the purewick product for more than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and medical intervention is unknown.